Event description:
It was reported that there was an elevated short interval counts (sic). It was observed there was atrial oversensing with arm movements triggering ventricular pacing. Repeated testing showed atrial as well as ventricular oversensing. The patient noted getting tangled in the blanket and falling on left side. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2008; p1501dr: implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).